Manufacturer narrative:
Follow-up #1: date of submission: 01/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The pump passed the ez prime steps with no power issues. The current readings were found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.